Event description:
From staff: after left leg endosaphenous vein harvest by first assistant was complete, small burn (about the size of a teardrop) noted on patients left leg next to vein harvest site. Surgeon made aware, bacitracin ointment applied to burn, and leg wrapped in kerlix and ace wrap as per protocol.